Manufacturer narrative:
The reason for this revision surgery was due to poly wear. The actual length of in-vivo for the item listed is unknown as the original surgery date was not provided or could be established. The healthcare professional indicated there was a significant adverse event to the patient. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records (DHR) was not conducted since the item and or lot number(s) was not provided or determined during the complaint evaluation. Given the limited information, a search for an invoice of the previous surgery produced no results. Customer complaint history of the reported device(s) showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to poly wear. The length of in-vivo service is unknown since an original surgery date was not provided or could be established. Should addition information become available this complaint shall be re-opened and a further evaluation well be conducted. This complaint will be closed with the lot number(s) unknown. Should additional information become available at a later date, the complaint will be updated. No further action is deemed necessary.

Event description:
Revision surgery - due to the patient presenting at surgeons office with knee discomfort and instability. Upon xray, surgeon determined there was poly wear.